Event description:
During vitrectomy and membrane peel, eye pressure needed to be lowered. When the footswitch on the vitrectomy machine was activated, it became mechanically stuck in the "on" position disconnecting the footswitch, pressure was increased using the front panel controls.